Event description:
During the setup, while surgeons were opening the back table, a technician discovered a smudge stain on the inside of the back table drape. The drape was promptly removed from the table, placed back into its original bag, and brought to customer service. The item did not come into contact with the patient or contaminate anything in the surgical room. Only one affected product was identified.